Event description:
The customer reported they are finding broken/missing luers.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A sample was received at the plant for the investigation. The reported issue of a cracked barrel was observed. Leak testing was attempted, but the syringe would not draw water. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on the available information, an exact root cause could not be determined. The appropriate quality and manufacturing personnel will be notified of this complaint to heighten awareness of the reported condition. All information received will be used for tracking and trending purposes.

Manufacturer narrative:
Corrected the following sections: h2 selected device evaluation. H6 updated type of investigation codes. H10 updated additional manufacturer narrative. Corrected investigation summary: a sample was received at the plant for the investigation. The reported issue was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on the available information, an exact root cause could not be determined. The appropriate quality and manufacturing personnel will be notified of this complaint to heighten awareness of the reported condition. All information received will be used for tracking and trending purposes. Corrected the following sections: h2 selected device evaluation. H6 updated type of investigation codes. H10 updated additional manufacturer narrative.